Event description:
The customer reported the patient attempted to pull out the iris tube and the nurse intervened by grasping the tube near the nare to prevent removal of both the tube and the bridle. During this event, the tube split at the 84cm mark between the point where the nurse was holding it and where the patient was pulling. No harm to the patient reported. Per additional information provided, the remainder of the tube was removed by hand, no additional procedures were performed. A new tube was not placed after the removal of this tube as the patient was combative and the medical team opted not to reinsert another tube.

Manufacturer narrative:
Additional product code: knt. Additional 510k number: k123555. An investigation is currently underway. Upon completion the results will be forwarded.